Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer suspects the insulin pump was not delivering insulin for up to four hours, which caused the customer to experience high blood glucose of 29 mg/dl. Customer treated with the device and blood glucose did not lower after an hour. High pressure test was performed and device passed. Settings were correct. Customer was advised the device was functioning correctly. Customer was advised to monitor the device. No further information reported.